Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Email address: unknown/not provided, as information was asked but it was not provided. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: the device was not returned at the manufacturing site, as it is implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a triangular crack at the center of the intraocular lens (iol) when inserted. The iol remains implanted and the patient's postoperative vision has been reported as good. There was no reported patient injury. No surgical intervention was performed. No further information was provided.